Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to a calibrated laboratory device and to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the reporter. The reporter stated that the alleged inaccuracy occurred on (B)(6) 2015. At this time the patient obtained a blood glucose result of "238mg/dl" with the subject meter and "166mg/dl" in a calibrated laboratory device within 10 minutes. In addition, the patient also obtained a blood glucose reading of "70mg/dl" with the subject meter and "34mg/dl" in a onetouch ping meter within 30 minutes of one another. The reporter informed the mss that the patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter stated that the patient experienced feeling "lightheaded" after the alleged inaccuracy occurred and this was associated with low blood glucose. The patient was given glucose and milk from the reporter in response to this symptom and allegedly felt better soon after. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient was using an approved sample site to test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up #2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Furthermore, the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.